Manufacturer narrative:
The device associated with this complaint was not yet returned for evaluation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
The quattro catheter was placed in the right femoral vein at 4:12 am by an emergency department physician. The nurse reported a smooth placement of the catheter. At 6:45 am, the patient was at 34°c when the nurse noticed an empty saline bag. There was no saline fluid on the floor, near the console or on the patient's bed. The nurse replaced the saline bag, however, the empty bag was observed again by the day shift nurse. The size of both saline bags was unknown. As for troubleshooting, the nurse flushed the orange ports of the catheter, with the saline flow coming from the opposite port. Also, to check the integrity of the catheter, the nurse tried to aspirate the catheter and met resistance. The catheter leak and infusion of saline fluid into the patient's bloodstream was suspected. Per the reporter, the catheter was removed, and an alternative therapy continued. No consequences, or impact to the patient.